Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing and three inappropriate shocks for what appeared to be supraventricular tachycardia (svt). Device was reprogrammed and remains in service. No additional adverse patient effects were reported.